Manufacturer narrative:
B5 b7: additional information/correction. The device remains implanted and no imagery was provided for review. The reported event was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, approximately 1 year and 8 months post transfemoral tavr with 23mm in the aortic position, the patient expired. The cause of death was listed as valve failure. Per additional information, the physician noted that the mean gradient was 67mm hg at the last echo. Per medical report revealed that patient had hyperlipidemia (hld) and renal insufficiency. The renal insufficiency or chronic kidney disease is a known factor that may increase the risk of valve calcification leading to early valve degeneration. Additionally, hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia, chronic kidney disease) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Correction: approximately 1 year and 8 months post transfemoral tavr with 23mm in the aortic position, the patient expired. The cause of death was listed as valve failure. Per additional information, the physician noted that the mean gradient was 67mm hg at the last echo.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported from the field clinical specialist, approximately 1 year and 8 months post transfemoral tavr with 23mm in the aortic position, the recently expired. The cause of death was listed as "valve failure". The physician noted that the gradient was 67mm hg at the last echo.